Manufacturer narrative:
No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
It was reported that a pump was alarming and reads 41541. Had her open battery door and close it and pump alarm did not clear. Had her remove batteries and leave them out and then replace them. Pump alarm did not clear and could not power pump on or off. Removed batteries and pump continued to alarm. No patient injury was reported.